Event description:
The manufacturer received information alleging a ventilator's touch screen does not function. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's touch screen does not function. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate and alarm as designed.